Event description:
It was initially reported on 11/01/2010 by the consumer that she experienced a chemical burn following use of aosept disinfecting solution. The consumer stated she placed the aosept disinfecting solution and lenses in the original glass lens vial. She did not use the aosept disposable cup and disc, which is not in accordance with instructions for use. Add'l info rec'd on 11/07/2010 indicated the consumer reported seeking medical intervention and was diagnosed with a corneal burn/allergic reaction in her right eye. The consumer was treated with fluorometholone 0.1% drops. The corneal burn had not resolved and contact lens wear had not resumed. Add'l info rec'd on 11/14/2010 indicated the corneal burn resolved and the consumer is expected to resume lens wear.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).